Event description:
Pt undergoing a calcaneal slide osteotomy and talonavicular joint fusion. During the fusion of the talonavicular joint and the whole placing the fourth screw, at the time of drilling, the drill bit broke. The drill bit should be secure. It did not probe plantarly through the cortex of the navicular and dorsally, it was not able to be pulled out, it was left in the foot.

Manufacturer narrative:
This is the initial report submitted regarding this surgical event and med device.